Manufacturer narrative:
Eval: a thorough investigation into this report cannot be conducted. The user facility has not provided us with any additional info. A review of mfg records could not be performed as the user facility has not provided the lot number used. A review of the instructions for use supplied with the warming set and the operator's manual supplied with the fluid warmer reveals a warning that states "all air must be removed from the intravenous fluid lines before connecting to the pt. Failure to do so may result in introduction of air to the pt. Monitor intravenous fluid line to make sure it is air-free." This report has been logged for trending.